Event description:
It was reported that during a 3 dimensions procedure on (B)(6) 2024, the customer reported that they had shaky motion. A field engineer examined the equipment and found that the rotational gear hardware needed to be tightened and that some of the vta assembly screws were loose. The hardware was tightened and no patient or staff injury reported.